Event description:
Healthcare provider attempted to place bravo capsule. It was discovered, after deployment, to be resting near the back of the tongue. Bravo capsule was retrieved with a snare and safely removed from the patient. A second bravo from same lot number was attempted to be placed, but when checking for placement it could not be located in the gastrointestinal tract. X-rays were taken to confirm not in lungs. Manufacturer response for bravo ph monitoring device, bravo (per site reporter): awaiting response. Given to field representative.